Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The lift has a lot of play with it and the lift was wobbly when the patient was in it.